Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary broken hardware on drawer. Spring behind drawer broken lead to open the drawer. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary door one matrix did not open. The field service engineer (fse) found that the u-link on the latch assembly was broken and replaced the plunger with a u-link to resolve the issue. The fse then tested the device in the hardware test application (hta), and the customer was able to recover the drawer. All lights and cables were checked, and debris was cleaned. The system functioned as intended after the field service engineer repaired the device.